Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, district nurse attended patient to carry out weekly PICC dressing and flush. On flushing, PICC leak noted above wings of PICC. Exit site marking 4cm, secured with secureacath. PICC was removed, a new one will be required. Discussed with doctor and new referral sent so that chemo can be delivered on time. Patient lives a distance away - coming up next week will have PICC removed. No other information was provided.

Event description:
It was reported, district nurse attended patient to carry out weekly PICC dressing and flush. On flushing, PICC leak noted above wings of PICC. Exit site marking 4cm, secured with secureacath. PICC was removed, a new one will be required. Discussed with doctor and new referral sent so that chemo can be delivered on time. Patient lives a distance away - coming up next week will have PICC removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter was 50cm. Inserted in basilic vein, 4cm exit site markings. Securacath used. PICC used for oncology treatment: oxaliplatin and 5fu. Leakage identified when leaking at exit site at the securement wings, could see it had been kinked. Occurred 86 days after insertion. 3ml 2% chg in 70% ipa used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed in the catheter tubing just distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, district nurse attended patient to carry out weekly PICC dressing and flush. On flushing, PICC leak noted above wings of PICC. Exit site marking 4cm, secured with secureacath. PICC was removed, a new one will be required. Discussed with doctor and new referral sent so that chemo can be delivered on time. Patient lives a distance away - coming up next week will have PICC removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter was 50cm. Inserted in basilic vein, 4cm exit site markings. Securacath used. PICC used for oncology treatment: oxaliplatin and 5fu. Leakage identified when leaking at exit site at the securement wings, could see it had been kinked. Occurred 86 days after insertion. 3ml 2% chg in 70% ipa used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing just distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, district nurse attended patient to carry out weekly PICC dressing and flush. On flushing, PICC leak noted above wings of PICC. Exit site marking 4 cm, secured with secureacath. PICC was removed, a new one will be required. Discussed with doctor and new referral sent so that chemo can be delivered on time. Patient lives a distance away - coming up next week will have PICC removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter was 50 cm. Inserted in basilic vein, 4 cm exit site markings. Securacath used. PICC used for oncology treatment: oxaliplatin and 5fu. Leakage identified when leaking at exit site at the securement wings, could see it had been kinked. Occurred 86 days after insertion. 3 ml 2% chg in 70% ipa used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.